Event description:
It was reported that during surgical procedure at the user facility the sonopet h206 lt flat tip broke. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Based on a review of this device, the product is not reportable under FDA cfr part 803. This device, or similar device, is not manufactured, marketed, or distributed in the united states. No report needed to be filed.

Event description:
It was reported that during surgical procedure at the user facility the sonopet h206 lt flat tip broke. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
The reported event of the tip set breaking was confirmed during evaluation. As the device is not a repairable device, it was returned to the healthcare user facility unrepaired at request.

Event description:
It was reported that during surgical procedure at the user facility, the sonopet h206 lt flat tip broke. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.